Event description:
While on the line with technical support, pt discovered that segments were sporadically missing in the device's result display. No associated injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.